Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the single-port (sp) monopolar curved scissors (mcs) instrument was reported not opening, so the scissor tips were replaced, but when it was reinstalled, a scissor tip prohibition symbol appeared on the patient cart's arm number screen. While trying to remove the tip and reinstall it and opening and closing the tip, the lower part of the tip was found to be very wobbly. The instrument sheath was trying to be removed to check the arm, but the sheath did not come off at all, and the tip connection felt like it was slightly separated from the arm, so I changed the arm, reattached it, and proceeded with the surgery. The procedure was completed with no patient harm.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.